Event description:
The customer reported loss of fluoroscopic x-ray functionality. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards and connectors were cleaned and reseated during the service call. The 5 vdc power supply voltage was evaluated and found to be in specification. The system was tested and found to be working as intended and put back into service.